Event description:
An access port had to be explanted, because of detachment of the catheter from the access port.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #(B)(4). Batch history review: we have checked the manufacturing file of batch nr 36998459 which complies with our specifications and does not present any discrepancy. No other similar complaints have been reported on this batch of access ports released in september 2022. Investigation results: we received for investigation one celsite st205 access port from batch 36998459 with a connection ring. The catheter was not returned for evaluation. Visual examination: no manufacturing defect is visible on the returned device. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. All characteristics conform to our specifications. Disconnection test: we have performed a disconnection test on the returned access port and with a catheter of our stock. The catheter batch used for the test is the same than those supplied in the celsite st205 access port kit. The disconnection force obtained is more than 3 times superior to the requirement of the iso 10555-6 standard. The characteristic conforms to the specification. Conclusion: no manufacturing defect has been detected on the returned sample, it conforms to our specification. It is highly suspected that the disconnection of the catheter only 1 months after the implantation, results from an incorrect connection of the catheter and connection ring to the access port housing during its implantation. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port (IFU vi-1-1-h). This is a rare incident (0.01%), no corrective action is envisaged.